Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was originally reported that the inner sheath sheared during the filter retrieval. The retrieval was successful. No portion of the complaint device is inside the patient as it was removed intact. No harm to the patient was reported. Upon receipt of the returned device it was noted that the inner sheath had separated during inspection.

Manufacturer narrative:
Corrected data: inadvertently marked ¿yes¿ on initial report. Evaluation was signed off on 03 may 2017. A review of the complaint history, device history record, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The black inner catheter was returned inside the blue outer sheath. The inner catheter is 15mm longer that the blue sheath and severely scratched at the tip. 6-7mm of the blue sheath is slightly damaged next to the fitting. Very limited information is provided and based on these findings, the exact reason why "the inner sheath sheared during the filter retrieval" cannot be determined. However, the scratch in the inner catheter indicates the retrieval system was exposed to strong manipulation during the filter retrieval and attempts may have been made to advance the inner catheter over the filter, and not only to snare and lock the filter to the retrieval loop system. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.